Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Reportedly resistance was encountered during device insertion into the vessel due to scar tissue at the access site. As per the precaution section of the proglide IFU, do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Also per IFU, an extremely deep tissue tract can influence needle trajectory, which prevents the perclose proglide smc device needles from engaging the cuffs, or secure knot tying, as the suture trimmer may not be able to advance the knot to the arterial wall for complete apposition before locking the knot. An extremely deep tissue tract may require a long access needle and/or upon inserting the perclose proglide device, requires compression of the subcutaneous tissue,with the body of the device, to be able to obtain pulsatile flow.

Event description:
It was reported that after an interventional coronary procedure, arteriotomy closure of a scarred femoral artery was attempted using a perclose proglide device. Reportedly, resistance was encountered during device insertion into the vessel that had scar tissue at the access site. During deployment, a needle-to-cuff miss occurred. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.